Event description:
Noise and inappropriate shocks were reported. The physician attempted to remove this lead and place another rv lead, but the procedure was unsuccessful. The pt was referred to a surgeon for placement of an epicardial lead but declined to have another operation performed. Therefore, the device was reprogrammed to avoid inappropriate shocks and the pt is being closely monitored by the physician using home monitoring. The pt's ra lead was also capped and replaced during this procedure. At this time, both leads remain implanted. Should additional info become available, this report will be updated.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Manufacturer narrative:
(B)(4) 2015 - we were notified that this lead was capped on (B)(6) 2011.